Manufacturer narrative:
The optiflux 160n re dialyzer was not returned; therefore, no device investigation could be conducted. Record reviews of each lot that was delivered to the customer for the last three months was performed and there were no deviations or no-conformances during the mfg process. In addition, the batch record reviews confirmed the labeling, material, and process controls were within spec. Per the fresenius medical care pharmacovigilance physician: the pt's illness and subsequent death were related to this underlying diseases and recent cerebral vascular accident. Review of his treatment sheet demonstrated that the pt was hemodynamically unstable, hypotensive and not verbally responsive prior to and during the hemodialysis treatments on (B)(6) 2012. There were no reported device malfunctions, blood loss or leaks and no evidence of a dialyzer reaction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A long standing peritoneal pt whose past medical history is significant for end stage renal disorder and heart problems suffered a cerebral vascular accident rendering him unable to complete his peritoneal dialysis treatments. While hospitalized for the cerebral vascular accident, he was converted to hemodialysis, which he reportedly tolerated fairly while inpatient. Upon discharge from the hospital, he was admitted to fresenius medical care-(B)(6) outpatient unit where he received treatment on (B)(6) 2011. The pt arrived via stretcher to the clinic, non-verbal and only able to open eyes in response to verbal commands.